Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface. Depuy cement was used. It was also reported that bilateral knee revision was done due to both tibia were debonding from cement. Doi: (B)(6) 2015; dor: (B)(6) 2019, left knee.

Event description:
Medical records received and were reviewed: patient received bilateral primary attune tka to treat medial compartment arthritis. The patella was resurfaced and depuy cement x 2 was utilized on each knee. The procedure was completed without complications. Patient received a bilateral knee revision to treat pain and recurrent effusions secondary to right and left tibial tray loosening. Upon entering the right and left joints, the surgeon debrided scar tissue. The femoral components were well-fixed and revised. The tibial tray was loosened and debonded at the cement to implant interface and revised on both the right and left side. There was no reported product problem with the revised tibial inserts. The bilateral patellas were retained. The patient was revised with a depuy revision construct utilizing depuy cement. The procedure was completed without complications. Doi: (B)(6) 2015, dor: (B)(6) 2019, bilateral knees.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.